Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The system logs were reviewed for the ion system en0040 on the procedure date of (B)(6) 2021 by an intuitive surgical inc. (Isi) senior failure analysis engineer: no relevant errors were observed during this procedure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced excessive bleeding from an unknown source that required unspecified intervention. The cause of the intra-procedural complication is unknown. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced excessive bleeding that required unspecified intervention. The cause and source of the bleeding were not provided. The following instruments were reportedly used to biopsy the target lesion: 21g flexision biopsy needle, forceps, a cytology brush, and a bronchoalveolar lavage. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.